Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable broke and would not charge the pump. The pump was able to be charged using an alternate charging cable. There was no impact to the customer's blood glucose level.